Event description:
Related manufacturer reference numbers: 2017865-2024-35512. Related manufacturer reference numbers: 2017865-2024-35513. It was reported that the patient presented in clinic for post replacement procedure follow-up. Upon observation, it was found that there was wound dehiscence and spreading redness. Patient also had complained about pain with bloody discharge. Infected hematoma was suspected. The wound was cleaned with new dressing applied, and antibiotics was prescribed. There were no further patient consequences.